Event description:
Ilt was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar had a leaky gasket. It came from a fdc15 kit. There was no consequence to the patient.